Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, episodes of rv lead oversensing caused by t-wave oversensing on premature ventricular contractions were observed. Programming changes were recommended.